Manufacturer narrative:
The device was received for evaluation on (B)(6) the customer compliant wasn't confirmed that the device did any over delivery and tested it twice on delivery accuracy. The probable cause is found and couldn't duplicate the over delivery.

Event description:
The incident involved a plum 360¿ infuser on an unknown date. The report stated that the unit failed its delivery accuracy test twice during preventative maintenance, measuring 21.2 ml. The unit was tested on a pronk ft-2. There was no patient involvement or patient harm.

Manufacturer narrative:
The device has been requested to be returned for evaluation; however, it has not yet been received.